Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having problems with meter readings. Customer received assistance. Customer's blood glucose was 41 mg/dl. Representative stayed on the phone until customer was able to treat and elevate blood glucose to 115 mg/dl.